Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Customer reported that the t:slim pump was in the customer's pocket with a glucose monitor. Customer reported that a 12 unit quick bolus started and then stopped at 10:52 units without direct interaction by the customer. During troubleshooting with tandem technical support, it was suspected that the monitor may have pressed on the bolus button. There was no impact to the customer's blood glucose level. Further review of pump data by tandem technical support, confirmed that the pump was functioning as intended. Customer stated that going forward, pump would be kept in a separate pocket.